Event description:
Post-operative x-ray showed lower left screw misplaced. Surgeon went in to revise and attempted to remove set screw with two different removal instruments. He was unable to remove set screw and had to cut and remove connectors and rods, replacing with different instrumentation, delaying surgery for over two hours.